Manufacturer narrative:
The data was requested several times to continue the investigation but it was not provided. The investigation did not show enough evidence to verify the allegation. The investigation did not identify a product problem.

Manufacturer narrative:
The preventive maintenance was last performed on (B)(6) 2023. The field service engineer retightened the bolts and nuts on the mechanism. No further issues were reported after the service visit. The investigation is ongoing.

Event description:
We received an allegation of unintended movement of the equipment housing on a cobas p 312 pre-analytical system. The unintended movement of the equipment housing was reportedly due to an issue with the gas-operated compression spring.